Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due possible intermittent left ventricular (lv) lead loss of capture (loc). The most recent lv threshold was 1.5/1 and output was 2/1 for a dependent patient. Auto was turned on with a safety margin of 1. The field representative with discuss next steps with the physician. This lv remains in service. No adverse patient effects were reported. Additional information received reported that the cause of lv non-capture was not determined, however lv output was adjusted accordingly. This crt-d system remains in service, and will continue to be monitored at this time. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due possible intermittent left ventricular (lv) lead loss of capture (loc). The most recent lv threshold was 1.5/1 and output was 2/1 for a dependent patient. Auto was turned on with a safety margin of 1. The field representative with discuss next steps with the physician. This lv remains in service. No adverse patient effects were reported.